Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion board was required to be replaced. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. Continuation of concomitant products: product ID: (B)(4), serial/lot #: rev. 3:s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the power conversion board was bad. When the ac power was disconnected from the image acquisition system (ias), the power conversion was trying to boot up. This was reported during planned maintenance. There was no patient involved.